Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Correction to number of patients involved.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
Asku

Event description:
It was reported that a patient implanted with this implantable cardioverter defibrillator (ICD) died as a result of a cardiac arrest. Further reported that the lead implanted within this patient got disconnected during uncontrolled movement. The cause of death and any additional information has been requested and not received.

Event description:
It was reported that a patient implanted with this implantable cardioverter defibrillator (ICD) died as a result of a cardiac arrest. Further reported that the lead implanted within this patient got disconnected during uncontrolled movement. The cause of death has been requested and not received. Follow up with the physician later revealed that the device system had not contributed to the patient's death.